Event description:
It was reported that the patient's right ventricular lead exhibited capture failure. The lead was also found to have sustained insulation damage. The lead was capped and replaced on (B)(6) 2023. There were no patient consequences.